Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report a "leak in the battery". There was no patient impact.